Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting pain relief despite multiple reprogramming attempts. The physician confirmed that the lead appeared to be placed left of the patients midline. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted lead was discarded.